Event description:
This lv lead was implanted on (B)(6) 2017 and remains implanted at this time. A call was placed to technical services on 07/06/2018 stating that impedance was noted on this lead and has been steady approximately 1300-1900, but now latest measurement was greater than 2000 ohms. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).